Event description:
It was reported that the external pulse generator's case was damaged near the battery compartment and that the lower display was not working. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator's case was damaged near the battery compartment and that the lower display was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the case was damaged and that the liquid crystal display (lcd) was not working, both the upper and lower cases as well as the battery drawer were broken and the lcd was out of specification electrically. Analysis also found that the ring cover, both bail covers as well as the ring and both bails were missing, that two of the returned case screws were the wrong part, that the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.